Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it's likely the cause is related to a foreign material or moisture adhering to the electrical contacts of the scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Tac advised the customer to power down the cv-190/clv-190, remove the scope and clean the electrical contacts with 70% isopropyl alcohol, use canned air on the clv-190 connector socket, connect the scope, and power back on the device. Furthermore, tac informed the customer to check the maj-1941 light source cable and maj-1933 digital light source cable for proper connectivity/damage. A follow up was made and the customer confirmed the issue was resolved and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.